Manufacturer narrative:
The reported complaint was confirmed by log analysis. During the laboratory evaluation, the reported complaint was not duplicated. The suspect batteries were received in near-fully charged condition, batteries accepted charging and passed load testing. The product surveillance technician (pst) observed no anomalies upon receipt of batteries. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The field service representative (fsr) was unable to duplicate the reported complaint. The data logs were downloaded and submitted to the manufacturer technical services for further evaluation. The logs indicated that the system batteries were allowed to completely discharge and that this would cause the system to display the error message observed by the user facility when rebooting on alternating current (a/c). The fsr replaced the batteries due to the discharge.the unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, there was a message: "battery needs service" appeared on the perfusion screen. This message was noted and case was continued. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 04-apr-2016: according to the perfusionist (ccp), during priming of the cpb circuit, a "battery needs service" status message occured. The message was displayed for a very brief period (few seconds) and was not seen the remainder of priming and did not appear during cpb. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.